Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 5 of 6 MDR's filed for the same patient (reference 1825034-2016-03544 / 03545 / 03546 / 03547 / 03548 / 03549). Device location unknown.

Event description:
Patient underwent a hip revision approximately 2 months post-implantation due to unknown reasons. A review of invoice history reveals that the femoral head and acetabular liner were removed and replaced.